Event description:
It was reported that during a pci/stenting treatment procedure, the express2 monorail stent delivery system stuck in the target lesion prior to being deployed. The pt was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in the proximal right coronary artery (rca). The physician used a 6f mach 1 guide catheter and a .014 runthrough guide wire to cross the lesion. It is noted that the lesion was not-predilated. After the express2 stent delivery system became stuck, it was deployed at 16 atms, and the balloon deflated fully. Attempts to release the express2 stent delivery system by inflating and deflating the balloon were unsuccessful. The stent delivery system was pulled with force, and against resistance, and was removed from the pt. An indentation in the center of the implanted stent was noticed, and post-dilation was carried out with a hinode 12x3.0 mm balloon. When viewing the express2 stent delivery system outside the pt's body, a foreign material was noted in the wire exit port, however it was lost. The procedure was completed successfully and no pt injuries or complications were reported.